Event description:
St. Jude regent aortic valve seated in place in routine manner. Stitches placed, as each stitch tied down surgeon checked for free movement of leaflet. After one tie down leaflet would not open. Surgeon placed valve stem handle onto valve to rotate. During attempted rotation one leaflet broke off. Heart, chest, pericardium all explored for leaflet. Sterile field sponges, drapes, towels, floor all searches, leaflet not found. Nursing clinicians unable to determine product malfunction vs user error.